Event description:
It was reported that during a fistulagram, dilating venous anastomosis, it was difficult for the doctor to remove the balloon through the sheath. A 5f sheath was used. It was a successful procedure, and there was no injury to the patient reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for eval as it was discarded by the user facility. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.